Event description:
It was reported that a female patient, who had a left rtsa, underwent a revision procedure due to a loose glenoid. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted device is available for return. No device images were provided. No further information.

Manufacturer narrative:
D10: 300-01-11 - eq, hum stem prim, press fit 11mm: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq rev torq defining screw kit: (B)(6), 320-20-18 - eq rev comp scr lck cap kit, 4.5 x 18mm: (B)(6), 320-20-18 - eq rev comp scr lck cap kit, 4.5 x 18mm: (B)(6), 320-20-22 - eq rev comp scr lck cap kit, 4.5 x 22mm: (B)(6), 320-20-26 - eq rev comp scr lck cap kit, 4.5 x 26mm: (B)(6), 321-52-09 - 3.2mm k-wire, trocar tip: (B)(6), 322-10-00 - humeral adapter tray, +0: (B)(6), 322-36-00 - 145-deg pe 36mm hum liner +0: (B)(6), 320-35-01 - small glenoid plate: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.